Manufacturer narrative:
The technician replaced the trendelenburg cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that this bed was drifting into trendelenburg. No pt impact.